Manufacturer narrative:
Patient date of birth and weight not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a lumbar fusion revision procedure to remove the matrix/expedium construct from l4 to iliac on (B)(6) 2017, the drive feature on the t-handle t25 stardrive shaft was damaged while removal of a screw. No delay or harm to patient was reported. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1) this report is for one (1) t-handle t25 stardrive shaft for matrix-long this is report 1 of 1 for (B)(4).